Manufacturer narrative:
On the basis of the available log file the case in question could be reconstructed. The ventilation was unremarkable and stable for the first part of the case using pressure mode when a failure of the 100mbar inspiratory pressure sensor was detected by the device. In consequence the ventilator initiated an autonomous shutdown while changing mode to man/spont accompanied by the corresponding "ventilator fail" alarm as specified. After 7 minutes the unit was switched back to pressure mode, indicating the availability of the inspiratory pressure measurement and automatic ventilation. The case could be finished using automatic ventilation without further disruptions. During technical inspection after the case it was not possible to reproduce the reported symptom. The pressure sensors were calibrated and all tests were passed according to specification. The unit was returned to use. Finally it can be concluded that a sporadic failure of the inspiratory pressure sensor has caused the reported failure which is rated to be a rare event.

Event description:
It was reported during a case that the apollo unit gave a vent fail message. There was no injury to the patient. The draeger tsr was unable to duplicate the reported problem. All vgc calibrations and checks were successful. The device was returned for use